Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. Additional contact information: (B)(6).

Event description:
An event occurred on an unspecified date on (B)(6) 2025 involving a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, polyethylene lined light resistant tubing, distal microbore tubing, clave y-site, secure lock, 264 cm reported that during the chemotherapy infusion, cytotoxic drug leakage was detected from the air filter vent. The product was stored in original packaging, room temperature. Doxorubicin was the cytotoxic drug that was leaking. The device was changed out/replaced with no further problems encountered. There was patient involvement and no reported patient harm / adverse event reported.